Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4)

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the brachial artery. The 80% stenosed 13x6mm, eccentric, de novo target lesion was located in the in the severely tortuous and severely calcified renal artery. An 8x100x120mm epic¿ stent was implanted to treat the lesion. However, during deployment of the stent, dissection was noted. Three epic stents were then used and completed the procedure. No further patient complications were reported and the patient's status was stable.